Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced elevated and low blood glucose (bg); bg values and cause unknown. No additional patient or event information available.